Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Plaintiff had to go back to have procedure done twice. Plaintiff experienced severe painful mensa, severe bleeding, severe pain lower groin felt like pinching severe pain. In (B)(6) 2016 essure was removed. One coil had migrated. She had ablation before having removal. She was recommended full hysterectomy if still bleeding. Quality-safety evaluation of ptc received on 07-jun-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe bleeding (interpreted as genital bleeding), and one coil had migrated. She underwent an ablation (interpreted as endometrial ablation) and afterwards the device was removed. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event severe bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case one coil had migrated. The exact date and mechanism of this event was not specified, neither was the exact location of the coil. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since ablation and device removal were required. Since no valid lot number for this case, it was not possible to conduct a review of the manufacturing batch record. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') and device dislocation ('one coil had migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to go back to have procedure done twice" in (B)(6) 2015. The patient's medical history included menorrhagia, intra-uterine contraceptive device insertion, herpes simplex type I and uterine dilation and curettage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), groin pain ("severe pain lower groin felt like pinching severe pain") and dysmenorrhoea ("severe painful mensa"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, device dislocation, groin pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and groin pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016.and essure removal date as per mr is (B)(6) 2016 approximately two to three causes were noted to be protruding from the right tubal ostia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') and device dislocation ('one coil had migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to go back to have procedure done twice" in (B)(6) 2015. The patient's medical history included menorrhagia, intra-uterine contraceptive device insertion, herpes simplex type I and uterine dilation and curettage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), groin pain ("severe pain lower groin felt like pinching severe pain") and dysmenorrhoea ("severe painful mensa"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure devices and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, device dislocation, groin pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and groin pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016.and essure removal date as per mr is (B)(6) 2016 approximately two to three causes were noted to be protruding from the right tubal ostia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: reporter, medical history and rcc added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs